Event description:
It was reported to philips that the image processing pc (ippc) was not booting up. No harm reported. The system was not in clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to power on. Review of the system log file showed that the exposure was not possible due to the ippc bootup failure in frontal system. To resolve this issue, fse replaced hard disk. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.